Manufacturer narrative:
UDI number provided in initial 3500a report was incorrect. Please see UDI field of this report for correct UDI number. (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a navistar thermocool catheter. During the procedure, the impedance could not be displayed. The catheter was exchanged and the procedure continued. The procedure was completed with no patient consequence. This reported issue was assessed as not reportable. Since the device can not be used, the most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster failure analysis lab received the catheter for analysis on september 9, 2016. It was discovered that the shaft was bent and torn open leaving some lead wires broken and internal parts exposed approximately 38 cm from the distal end of the tip dome. Additional information is being requested on this returned catheter condition. However, as of today, no additional information has been received. This returned catheter condition was assessed as a reportable malfunction as the catheter integrity was not maintained and internal components are exposed to the patient. The awareness date was reset to september 9, 2016.

Manufacturer narrative:
Additional information was received on october 19, 2016 on clarification of the returned catheter condition. There was no resistance or difficulty during insertion or removal of the catheter. The catheter was not pre-shaped. The sheath information was not known. This returned catheter condition was not observed previously. There was no patient consequence. (B)(4). It was reported that a patient underwent a procedure with a navistar thermocool catheter. During the procedure, the impedance could not be displayed. The catheter was exchanged and the procedure continued. The procedure was completed with no patient consequence. The returned device was visually inspected and the shaft was found bent and torn open leaving some internal parts exposed. The catheter damage looks like it might be caused while stretching the catheter until it ruptured. Further information received indicates that this condition was not observed. It might have occurred while returning the catheter to biosense webster inc. For analysis. During the manufacturing process, several on line inspections are in place to prevent this type of damage/defect from leaving the facility. The catheter was then evaluated for electrical performance and generator test and the catheter failed during the electrical test on electrodes #2, #3 and #4. Further investigation revealed that those electrical wires as well as the thermocouple were broken at the shaft damage area. During the generator test, impedance value was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding an impedance issue cannot be confirmed. Based on available analysis finding results, the damage observed at the shaft area does not appear to be caused by any internal biosense webster inc. Processes since several inspections are in place in order to detect this kind of defects.